Manufacturer narrative:
An arjo representative became aware of an event involving the maxi move passive floor lift. It was reported that when the caregiver was preparing to attached the sling and raised the spreader bar over the resident, the hanger bar fell on the caregiver' s head. The caregiver was hospitalized and sustained minor injuries. After the event, the device was evaluated by arjo service technician. The functional test showed that when the spreader bar was lowered on the flat surface, part became disconnected from the t-bar. After unsuccessful attempts of replacing the device, it was decided that the involved parts (t-bar and the spreader bar) will be returned from the market and forwarded to the arjo manufacturer in magog for further inspection. Therefore, the involved t-bar and spreader bar were returned to the arjo manufacturer in magog, canada for further inspection. The returned parts were visually inspected and determined in general "good condition" with signs of wear. Additionally, the t-bar was placed on another lift device to determine if there was any loose within the spreader bar. When the t-bar was pulled manually (in the same manner when the spreader bar is attached), it was possible to move the t-bar from left to right and from back to forth, confirming the loose. Also, there was observed abnormal loose with the returned t-bar compared to the same test performed with another t-bar taken from manufacturer validation room. The next step of testing was related to installation spreader bar on the t-bar. Subsequently lift was lowered onto a rigid surface, in this case, a table, to test if any detachment were to occur. When the spreader bar touched the table, the anti-crush function was activated and the device stopped. No detachment of the spreader occurred. The spreader bar detachment showed by the service technician (at the customer facility) was not re-created by the manufacturer. During device evaluation, the dimensional inspection of the t-bar was performed as well, to determine if any measures were out of specifications. The t-bar dimensional inspection indicated that the radius of the catch area was above the maximum allowed and that the holes were not correctly aligned with the catch surface. The test report conclusion indicated that despite fact that the spreader bar detachment was not re-created, there was abnormal loose between the t-bar and the spreader bar involved. This caused the contact surface between the locking clip and the t-bar's groove to not be sufficient and as a result spreader bar detachment. Moreover, it needs to be emphasized, the device was in use for over 13 years. Although the defect has been confirmed, this product expected operational life has been exceeded about 2 years. Despite that, the device was still in use. In summary, the device played a role in the event as it was used for patient handling during the incident. During the incident, the spreader bar detachment was reported, the device did not meet its performance specification. We report this event to competent authorities due to a malfunction that occurred: spreader bar detachment during use and initial allegation about the sustained injury.

Manufacturer narrative:
(B)(4). Additional information will be provided upon investigation conclusion.

Event description:
While the patient was being transferred, the hook that holds the belt came off and hit the caregiver's head. The resident did not sustained any injury. The caregiver sustained head injuries. Report from hospitalization was minor consequences.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be porvided upon investigation conclusion.